Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146 and serial # (B)(6). Problem statement: customer reported a complaint regarding the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 09aug2020 to 09aug2021. Complaint trend: there are 6 complaints related to the issue of erroneous results; date range from 09aug2020 to 09aug2021. Manufacturing device history record (DHR) review: DHR part # 337146 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was due to incorrectly connected cell washer spindle hoses. The customer had submitted a complaint regarding the instrument washing out cells that should have been left inside the sample. The fse (field service engineer) responding to the issue checked the instrument and found that the lysing process of the lwa worked without problems. When the instrument washed the samples, the fse noticed that little lyse solution entered the tubes so they checked the wash baskets and needle. The fse found that the first and second hoses connected to the cell wash spindle were reversed. The first hose meant for the wash solution was connected to the port meant for the vent hose, and vice versa. After connecting these hoses to the proper ports, the instrument was tested and confirmed to be working as intended. No parts were requested for evaluation as there were no parts replaced. Although this instrument was being used for clinical treatments, the customer confirmed that the erroneous results were identified as they were gathered, and these results did not delay or influence the treatment of a patient. The customer also stated that there was no need to redraw the samples since it was possible to repeat the tests required using the same samples. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2021 defective part number: n/a. Work order notes: subject / reported: after washing, the samples are not okay. Cells are missing. Problem description: after the tubes come from the lwa and are measured, cells are missing that should not actually be washed out. Work performed: lwa checked, lysing the lyse wash works without problems. When washing the samples, it is noticeable that very little lysis gets into the tubes. Wash baskets removed and checked. Needle exchanged on a test basis, without success. Followed up hoses from the washer head and found that the first and second hoses were reversed. Hoses reconnected correctly and lwa checked. Washing now works again without any problems, repair completed successfully. Cause: the hoses on the wash head were swapped. Solution: hoses connected to the washing head in the correct order. (See image fluidic plan. Attached to where.). Returned sample evaluation: a return sample was not requested because there were no parts replaced risk analysis: risk management file part # 337408ra, rev. 03/vers. C, lyse wash assistant (lwa) system hazards analysis report was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿6c¿ based on the previous scale rating. This rating is equivalent to ¿s3¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. 2. Customer use. Hazard: no answer. Target & effect: 1 ¿ can¿t run sample. Cause: 2.1 installation problems. Basic event: wrong assembly. Initial risk: 9c. Risk controls: 1. Manufacturing, assembly, test procedures. Final risk: 6c. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the erroneous results was due to hoses that were incorrectly connected. Conclusion: based on the investigation results the root cause of the erroneous results was due to hoses that were incorrectly connected. The fse confirmed the issue and found that it was due to the wash solution and vent hoses for the cell wash spindle having swapped connections. The fse corrected the connections, tested the instrument, and verified that it was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that while testing patient samples with bd facs¿ lyse wash assistant erroneous results were obtained. Samples were able to be reused, therefore, patients did not have to be re-drawn. The following information was provided by the initial reporter, translated from german to english: after the tubes come from the lwa and are measured, cells are missing that should not actually be washed out. Were patient samples involved? Yes. Was it clear to the customer that there was something wrong? Yes. Was it possible to repeat the test with the same samples or were patient recalled for a new sample? It was possible to repeat the test with the same samples, patient don¿t need to recalled.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing patient samples with bd facs¿ lyse wash assistant erroneous results were obtained. Samples were able to be reused, therefore, patients did not have to be re-drawn. The following information was provided by the initial reporter, translated from german to english: after the tubes come from the lwa and are measured, cells are missing that should not actually be washed out. Were patient samples involved? Yes. Was it clear to the customer that there was something wrong? Yes. Was it possible to repeat the test with the same samples or were patient recalled for a new sample? It was possible to repeat the test with the same samples, patient don¿t need to recalled.